Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, sleep current measurement test, and self-test. Unable to perform the rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to damaged motor slide. Unit was successfully download using thump for history files and trace files. No reservoir alarm occurred on 01/09/2025 07:00--07:26 in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1 and force sensor. In addition, found evidence of physical damage on the motor slide. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay. P-cap was attached and locked into place properly. No unexpected alarms and anomalies noted during testing. E/a alarm unspecified is not confirmed. Drive anomaly is confirmed due to damaged motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced e/a alarm unspecified. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the error and complete rewind if requested. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.